Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. No pump error 54 and pump error 3 alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 54 (file #: 32122, line #: 1421, esf #: 3010978) in the pump history files and traces on the event date of 06/04/2023 at 19:32:01.000 due to a possible software anomaly. Pump alarmed a pump error 3 on the event date of 06/04/2023 at 19:32:03.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 54 was confirmed in the pump history files and traces due to a software anomaly. Pump error 3 was confirmed in the pump history files and traces as a consequence of pump error 54. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 3 and pump error 54. Troubleshooting was performed and the customer was able to clear the alarm and rewind the pump successfully. The pump passed the self-test. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the product was returned for analysis.